Event description:
Four yrs post-op pt experienced increasing pain on ambulation as well as displaying an antalgic gait. Pt was admitted for a revision arthroplasty of their right knee. All components were removed and replaced.